Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely an image was not displayed due to the faulty charge-coupled device unit (ccd). However, the root cause of the ccd failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus service center. The service evaluation confirmed the customer reported issue, no picture displayed which was isolated to be caused by a defective charged coupled device unit. The cause of the defective charged coupled device unit is unknown. However, the investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the operating room manager at the user facility that the customer high-definition autoclavable camera head has an image issue, ¿no picture¿. The customer¿s reported problem was found during inspection before use. No death, injury or harm was reported.